Manufacturer narrative:
The device remains implanted and the patient continues on lvad support. No product was returned to the manufacturer for analysis. A review of the submitted log file confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. Low speed advisories were also observed on (B)(6) 2018 due to the pump set speed being set lower than the low speed limit. Despite the low flow events, the pump speed operated at the set speed for the duration of the log file. Bleeding is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including the recommended inr values, and also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: after the or procedure was performed to remove the cardiac tamponade, the patient was reportedly doing better with improved hemodynamics. No further issues have been reported.

Manufacturer narrative:
Age of device: 10 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had a cardiac tamponade was in operating room (or). Cardiac tamponade formed due to internal chest bleeding and was diagnosed in a transesophageal echocardiography (tee). No medical product was exchanged. No further information was provided. Manufacturer's technical service representative reviewed the log file and observed 29 low flow events and 32 low speed advisories on (B)(6) 2018. During this time the pump speed was set lower than the patient's low speed.